Manufacturer narrative:
Device not available for eval.

Event description:
The suture was used during a circumcision procedure. Reportedly, the suture did not absorb. The hosp has reported no pt injury occurred.